Event description:
A stryker representative reported that a patient died following an aortic aneurysm, after receiving mechanical chest compressions using a lucas device.

Manufacturer narrative:
Stryker's post market surveillance team contacted the initial reporter to request additional information on the patient. Stryker's post market surveillance team requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The initial reporter informed stryker that no further patient, device or customer information is available. The fields in which information is not provided were intentionally left blank. The disposition of the device is unknown. The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined. A clinical review was performed for this case. Device contribution to the adverse event is unknown.